Event description:
It was reported that during a vats procedure, the stapler only stapled on the right and cut in between. No staples had come out of the cartridge on the left side. As the endocutter had put staples on the specimen side only, the surgeon had to suture bronchus manually. With a new reload the stapler was fired on lung and the same problem occurred.

Manufacturer narrative:
Information anticipated, but unavailable at this time.